Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(6) 2007. According to the complainant, the patient experienced serious bodily injuries, severe urinary incontinence, vaginal pain, pelvic pain, discharge, dyspareunia and other injuries (not specified). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.